Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 on the homechoice (hc) machine during dwell 4 of 5. The home patient (hp) checked the lines and bags and found no leaks. All bags were still connected. The hp cycled power to clear the alarm and ending therapy. The hp will notify the nurse regarding the missed therapy. No patient injury or medical intervention was reported.